Event description:
Device returned in eri with battery voltage at 2.79v from medtronic with no clinical data.

Event description:
Device returned in eri with battery voltage at 2.79v from medtronic with no clinical data.